Event description:
In 2008, the pt reported that she experienced elevated blood glucose on the day before. She stated that she changed the headset of her infusion set after a shower and her blood glucose elevated to 475 mg/dl. One hour later her blood glucose measured 520 mg/dl and she delivered a "big bolus" and programmed a temporary basal rate increase on the infusion device for 4 hours. She stated that she felt wetness at her infusion site and found that insulin was leaking. She then found that she had not removed the backing from the adhesive of the infusion site and the cannula was not in her body. She then inserted a new infusion site and her blood glucose began to decrease. Upon follow up on the following month, the pt stated that her blood glucose measured 331 mg/dl when she woke up and she exercised for 1 hour and 15 minutes and her blood glucose decreased to 247 mg/dl. During the report, the pt tested her blood glucose and it measured 84 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.